Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. At the time contact with dexcom technical support, no medical intervention or injuries were reported. Patient's mother was advised to test the alert functions on the device but was unable to do so at the time of contact as she did not have the device in her possession.

Manufacturer narrative:
(B)(4).